Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the patient was on the emergency room and the field representative requested to review the device episodes. The device was interrogated without issues, however, when attempting to open the events, a red screen appears after some time indicating "this application encountered an error and needs exit". Technical services (ts) discussed it appears to be a programmer error as it happens several times, even after re-interrogation. It was recommended to have the patient upload data using the communicator or interrogate with a programmer and immediately end session to get the session file. Additional information received indicates the memory related to the episode of the s-ICD was suspected to be corrupted. Leading to an inability to load episodes. Upon review, it was confirmed that an episode was corrupted to avoid programmer application crashes. This error does not affect s-ICD operation. New episodes should be able to be stored properly. Currently, this s-ICD remains in service and no adverse patient effects were reported.